Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #:(B)(6): h3 product analysis wr9220: patient. Complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new¿malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an external device. The reason for call was rep said the wireless recharger (wr) lights are flashing really fast. Resetting the wr didn't change anything. Rep to keep the device docked for about 4 hours and if the battery light isn't advancing and it's still flashing then rep is to call back for replacement instructions.